Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that one month after implant it was noted that there was poor r wave sensing on the right ventricular epicardial lead. It was also questioned why there would be sensing in bipolar for a unipolar lead. Sensing was slightly better in bipolar than unipolar but it was decided to leave it in unipolar as it was uncertain if the bipolar sensing would last. The lead remains in use. No patient complications have been reported as a result of this event.